Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and an upstream occlusion sensor test was performed per the spectrum preventive maintenance procedure with the unit passing. Additional upstream occlusion testing was performed using the event infusion parameters found in the history log and the pump performed within specification. Review of the history log supports the reported event parameters; however no malfunction could be identified.

Event description:
It was reported that a pump was programmed to deliver an antibiotic as a secondary infusion (medication, programmed amount and delivery rate unknown). The customer stated that the IV slide clamp was closed for over one hour and the pump did not alarm for an upstream occlusion. The customer also reported that when the pump prompted the user to confirm drops from the IV container, the user selected "yes" even though no drops were observed.